Event description:
Paramedics responded to a person, condition unk. The pt was connected to the device for transcutaneous pacing. After several minutes of pacing, the device stopped pacing the pt. The reporter stated no alarms were seen or heard and that the pacing led continued to flash at the selected rate. The device's power was recycled and pacing again continued for several minutes until the alleged malfunction recurred. Pt outcome is unk.